Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported via phone call several issues with the insulin pump. Customer's blood glucose level was in the 340 mg/dl range. Customer was hospitalized as a result of high blood glucose levels. Customer also had pancreatitis customer's insulin pump had a battery out limit alarm, failed battery test, off no power anomaly, weak signal alarm and excessive no delivery alarm. Customer advised the insulin pump is not keeping the history. Customer declined to troubleshoot for high blood glucose levels. Customer declined to troubleshoot for battery issues. Troubleshooting for the no delivery alarm was performed. Customer advised that a complete set and reservoir change resolved the issue. Customer did not want to send back the reservoir or the set for analysis. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.